Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation described as little pimples that pop open and are itchy. There was no alleged device malfunction contributing to the irritation. The patient contacted his physician regarding the skin irritation, but there is no indication that the patients doctor made any recommendations. Outcome of the irritation is unknown.